Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (moisture ingress) issue. The patient stated that he went swimming for only five minutes, and afterwards his pump screen went blank. The patient reportedly changed the battery and the screen came on briefly and the pump was vibrating and beeping/squeaking. The patient noted that the pump was hot. The patient was able to remove the battery and stated that the battery was not wet. The patient thought there was moisture behind the display, however no other moisture was observed in the pump. The patient confirmed there was no damage to the battery cap or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: a review of the pump¿s history showed one pump reboot after a call service alarm and another recorded after a low battery warning on 06/23/2013. The battery compartment and the battery cap are intact and fit securely to the pump. The pump failed the leak test due a display lens leak. The pump powered on and displayed verify screen. The pump performed the ez-prime steps successfully and was exercised for 24 hours with no power interruption. The pump¿s cover was removed and moisture corrosion was found to the transceiver board and to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.